Manufacturer narrative:
It was later informed that the customer declined repair and stated that the unit was going to be removed form service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit's catheter keeps alarming. There was no harm reported.